Event description:
Customer's wife called regarding the drive support cap. Caller thinks the drive support cap is not functioning properly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.